Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - the information in this complaint (B)(4) has been evaluated. The batch 6011562 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 for the tubing is damaged (e.g. Kinked, deformed, twisted, collapsed or pinched). Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: the reference samples for batch 6011562 were previously tested in complaint (B)(4) on 17/jul/2025. Functional air flow test according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6011562 was manufactured according to the work instruction (wi) version 76 and packaging in the line 158, on 28/feb/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 16/jul/2025 against malfunction code tubing is damaged (e.g. Kinked, deformed, twisted, collapsed or pinched) and lot 6011562, and no other complaint has been registered in database for the same lot, and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient faced an infusion set leakage event on (B)(6) 2025 from tubing. No further information available.